Event description:
Dear FDA medwatch, voluntary report staff, I ordered the latest free covid 19 test kits for both my mother and I and was shocked and frustrated when they arrived as they only have a two month shelf life! Just when we are predicted to hit the high point for this year's covid 19 seasons, our tests will not be usable. Was it your intent to send consumers test kits which expire in two months? Fyi, both shipping envelops arrived with a bright yellow sticker stating "attention: covid 19 test kit expiration date extension information inside." Both also had a card explaining how to check the FDA website for updates to the expiration date. However, the ohc osang healthcare covid 19 antigen self test kits we received all originally expired 2023-12-29, and the FDA website indicated they had been extended to 2024-12-29 (an approximate 2 month shelf life for the kits we received). Additionally, at the top of the FDA extension page for the ohc test kits, there is a statement indicating all the test kits listed on the 4 pages had been extended from 18 to a maximum of 24 month period. It is highly unlikely these kits will be extended past the 24 month term, as none of the previous test kits have ever been extended past the 24 month period. Lastly, all our test kits have the same lot number of: shl2641-xl30-060af, if you care to check the expiration yourself. I wonder how many of these have been sent out to elderly, low income, seniors like my mother who cannot afford to purchase their own at home test kits and are reluctant or not able to check the FDA's extended expiration page, yet will believe the test kit results if they need to use them after they have unknowingly expired? It would seem sending out test kits with a 2 month expiration are only going to exacerbate the covid 19 season. Please let me know if need further information, photos of the test kits boxes with the lot numbers or have any questions. Ideally, I am hopeful my mother and I can return or exchange these test kits for some with a longer shelf life. Thank you for your time and consideration, sincerely, (B)(6). Ref report: mw5161478.